Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The facility biomedical technician, is olympus trained to handle repairs to the device. As such, only parts to repair the broken grey connector were supplied. The device is not available for evaluation. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. Root cause for the issue of the broken grey connector cannot be conclusively determined. It is likely that the connecting tube was unable to be connected, which could be as a result of the connector loosening and coming apart. The cause of the loosened connector could be that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. Leaving connecting tube connected at all time may also affect attachment /detachment of the connector. User can detect the breaking of the grey connector by inspecting equipment in accordance with the following instructions for use. Chapter 3. Inspection before use 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly; the o-rings should be free of abnormalities such as cracks, tears, or dents.

Event description:
As reported for this event by the customer, the grey scope connector of the device was broken and needed replacement. There is no reported harm to any patient.